Event description:
Stretched coil. The pt was undergoing coil embolization within a posterior communicating artery 6mm peanut shape aneurysm. This was the first coil and it was 2 cm from being totally in the aneurysm when stretched. The stretched coil remains partially in the aneurysm and partially in the parent artery. Two other coils placed to complete the procedure. There was no adverse effect to the pt. No resistance felt while repositioning the coil in the aneurysm. The coil partially deployed out of the distal end of the mc, while the mc was being re-positioned. There was a one to one relationship between the coil and delivery tube verified with fluoro. Continuous flush was maintained within the mc. No resistance felt between the gw and mc when accessing the target lesion. There was no calcification/tortuosity present within the vessel. There was no resistance when the coil was initially being advanced through the mc ( excelsior 10-18) to the target lesion.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.